Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. Product ID neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported there was a loss of therapy. The patient spoke to the pain healthcare professional (hcp) and they did an x-ray 3 weeks ago and found again that the ins had moved and that is why the ins is still not turned on. Both times it was turned on the patient had pain and could not breath on the left side of her chest. The hcp believed that the ins had nothing to do with the painful stimulation and difficulty breathing. The patient was told again they had to get it pulled out and she had no clue which hcp she will go to. The patient had a nightmare with the hcp. The patient had scars on her body and had no benefit whatsoever from the scs. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to supplemental report 001, date reported was incorrect. Correct date as noted in this follow up report. Correction: patient code (B)(4) is not applicable.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review of the initial information, on (B)(6) 2016, it was reported that the patient experienced a shortness of breath when either of the two leads were turned on. After a fluoroscopy by the health care provider, it was determined that the leads had migrated laterally to both sides. Additional information received from the manufacturer representative reported that the patient was planning to have a lead revision; however it was not scheduled yet.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) reporting that the patient claimed that the physician was considering placing a paddle lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the ins never helped so they never use the therapy and that when stimulation was turned on they stopped breathing. No further complications were reported.